Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have been having a return of symptoms for the past "6 weeks maybe". Patient stated they can't feel the pulses anymore and it's not working. It was mentioned that mdt rep was contacted in the past. Patient mentioned they called the representative this morning and their voicemail said to call medtronic patient services for assistance. Patient confirmed they have not had any falls or trauma that could have impacted the stimulator. During the call the controller battery was at 60% and the implant was at 100%. Patient attempted to increase the stimulation but was seeing settings not available. Patient's current stimulation was around 0.2/0.4 and it used to be at 2.5. The issue was not resolved through troubleshooting. Agent reviewed meaning of the screen and patient was redirected to their healthcare provider to further address the issue. Reviewed physician locator website. Patient declined being sent a list at this time.